Event description:
"The nurse reported that about 72 hrs into treatment she noticed air at the blood leak detector and that the replacement bag was totally empty. The treatment was stopped and the set was changed. There was no blood loss or pt injury reported. No medical intervention was required."

Manufacturer narrative:
The event was observed during treatment. No pt injury or medical intervention was required. The prismaflex was tested by a local tech. The scales calibrated correctly. The tech concluded that the "filling pipe or nipple" of the bag may have been contacting the side wing. This contact results in an increase of bag weight on the replacement scale resulting in the failure for of the empty bag alarm to sound. The MFR is aware of this problem and is conducting further investigations into the cause of these empty bag incidents.